Event description:
The account alleged that the gci is dark, and there is no power from the power control module.

Manufacturer narrative:
The account replaced the power control module to repair the bed.